Event description:
Caller reported cartridge alarm 20, which did not have an adverse impact on the customer¿s blood glucose level. The issue was not related to the load process, but the customer had previously reported similar alarms with the same pump. Technical support decided to replace the pump, which was still under warranty. The customer was instructed to return the faulty pump within 10 days, using a provided return box and pre-paid label, to avoid being billed. They were advised on how to put the pump into storage mode, program their pump settings, and connect their cgm to the replacement pump. The customer will use mdi for backup therapy and was informed that the replacement pump will have updated software.